Event description:
Medtronic cryocath was made aware of this event through a search of literature. Publication reference: conte g, chierchia gb, casado-arroyo r, ilsen b, brugada p. Pulmonary vein intramural hematoma as a complication of cryoballoon ablation of paroxysmal atrial fibrillation. Journal of cardiovascular electrophysiology. July 1 2013;24(7):830-831. It was reported in the above-referenced literature publication that there was trauma of the wall of the pulmonary vein because of a small venous dissection during mapping catheter insertion. Patient experienced hemoptysis and treatment included temporary interruption of heparin therapy. Two month follow-up was uneventful.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. The device was not returned for investigation. There was no indication in the literature publication of product malfunction. The actual date of event was not provided. The event date reported is based on the date of publication of the article. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.